Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level resulting in the customer losing consciousness; low bg value was not provided, and cause was not known. Customer required third party assistance to address bg as the customer was subsequently hospitalized. The customer declined to provide additional information.